Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to loose hardware from the battery lug assembly. The assembly connections were retightened to specifications to remedy the problem. Cause was not established. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the device worked on the third try to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.